Manufacturer narrative:
The investigation confirmed the event was caused instrument issues discovered by the field service representative. The issue was resolved by the service actions.

Manufacturer narrative:
This event occurred in (B)(6). Additional patient medications: patient 3: contraceptive, eutirox, ruacutan, patient 6: contraceptive.

Event description:
The user received questionable hcg+ss results for an unknown number of patient samples from the analytical e module analyzer serial number (B)(4). Of the data provided, the results for six patient samples were discrepant. All results are in miu/ml. Patient sample 1 initial result was 96.05 and the repeat result was 5.66. The initial result was reported outside the laboratory. Patient sample 2 was from a female born on (B)(6). The initial result was 134.0 and the repeat result was <0.1. The initial result was reported outside the laboratory and the patient had an obstetrical ultrasound. Patient sample 3 was from a female born (B)(6). The initial result was 148.4 and the repeat result was <0.1. The initial result was reported outside the laboratory and the patient had an obstetrical ultrasound. Patient sample 4 was from a female born on (B)(6). The initial result was 125.8 and the repeat result was <0.1. The initial result was not reported outside the laboratory. This patient was not adversely affected. Patient sample 5 was from a female born on (B)(6). The initial result was 20.77 and the repeat result was <0.1. The initial result was reported outside the laboratory. Patient sample 6 was from a female born on (B)(6) weighing 47 kg. The initial result was 67.33 and the repeat result was <0.1. The initial result was reported outside the laboratory. No adverse events were alleged regarding the issue. After a visual investigation of the analyzer, the field service representative noticed the lid of the incubator was not in the correct place and there was dirt on the place where the serum sample probe passed. The lid was cleaned and fixed in the correct place. Precision testing was performed with acceptable results.